Manufacturer narrative:
Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The devices were not returned for analysis. A review of the lot history records and complaint histories could not be conducted because the lot numbers were not provided. A definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional patient effects, malfunctions and devices reported in the attachment are captured under separate medwatch reports. Attachment: post-market clinical follow-up evaluation report vascular closure devices.

Event description:
It was reported through a post market clinical follow up evaluation report identifying the prostar xl vessel closure device that may be related to the following: hematoma, occlusion, and intervention. Details are listed in the attached article, titled post-market clinical follow-up evaluation report vascular closure devices please see the attached post market clinical follow up evaluation report for specific information.